Event description:
The patient's mother contacted animas on b)(6) 2012 to report a high blood glucose (bg) excursion. The patient's mother reported that the patient awoke to a bg of 232 mg/dl with moderate ketones. The patient's mother reported that the patient's breath was fruity smelling. It was reported that the patient bolused with 0.5 units of humalog via the pump at 11:16am on b)(6) 2012 after a site change. At the end of the call it was noted that the patient's bg had dropped to 185mg/dl. The patient's mother also confirmed that the patient tested negative for ketones at 11:20am that morning. At the time of troubleshooting, the patient's mother reported they had changed out site/set 6x since the day prior, with last change occurring at 11:15am on b)(6) 2012. Customer support noted that review of prime history revealed that the fill cannula step was completed prior to the prime on b)(6) 2012. The reporter was instructed that the prime step precedes the fill cannula step. Review of pump history revealed no associated alarms. The reporter confirmed the daily dose and bolus doses were accurate and the pump settings were correct. The reporter confirmed there were no visible air bubbles in cartridge or tubing, there was no issues with bent cannula's and denied any site issues. This complaint is being reported because, the patient developed signs/symptoms suggestive of a serious injury while on insulin pump therapy.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/20/2015 with the following findings: the black box data begins on (B)(6) 2015. The black box data from the time of the alleged incident was unavailable for review due to continued pump use. A review of the current pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Unrelated to the complaint investigation revealed that the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.